Manufacturer narrative:
Updated fields: d8, e4, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Despite good faith efforts being made, additional information could not be obtained. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: distal end. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 8 cfu. Bacterial identification: staphylococcus epidermidis, staphylococcus pasteuri. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 62 cfu. Bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 15 cfu. Bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 10 cfu. Bacterial identification: bacillus licheniformis, streptomyces albidoflavus. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 2 cfu. Bacterial identification: micrococcus luteus/lylae, paenibacillus lautus. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope tested positive twice for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.